Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she is going to the doctor because she had high blood glucose. Customer stated that her blood glucose was over 400 mg/dl. Customer stated that her insulin pump drive support cap is flush. Nothing further was reported.